Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented customers from accessing medication causing patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-oct-2022 to 06- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band had a black spot on it and pyxibus controller board, drawer latch assembly were damaged. Replaced the retractor band, pyxibus controller board, latch assembly, closed back panel and powered up station to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a blackspot on the retractor band and both pyxibus controller board, drawer latch assembly were damaged. A field service engineer replaced retractor band and latch to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented customers from accessing medication causing patient care delay. There were no adverse events or injuries reported based on this event.